Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and cramping') in a 40-year-old female patient who had essure (batch no. A22178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included multigravida and parity. Concurrent conditions included vaginal odour, fibroids, dizziness, hemorrhoids, headache, sinus disorder, painful urination and frequency urinary. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), 1 year 1 month after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("excessive menstrual bleeding / prolonged periods/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient was found to have weight increased ("I had just lost a bunch of weight too and now its back and then some") and experienced headache ("headaches"). The patient was treated with antibiotics, fluconazole (diflucan), nsaids and surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, weight increased and headache outcome was unknown, the alopecia had not resolved and the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- headache, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, for birth control. On or about (B)(6) 2012, plaintiff underwent the essure procedure, which was performed by physician at hospital. On or about early 2012, she began experiencing severe menstrual pain, excessive menstrual bleeding, prolonged periods, severe abdominal cramping and pain, back pain, pain during intercourse, and hair loss for which she sought medical treatment. However, at the time she sought treatment, her healthcare providers did not attribute her pain to the essure. After learning that the essure coils are causing the same problems in other women, plaintiff visited her healthcare provider to explore her options to have the coils removed. On or about (B)(6) 2014, she underwent a partial hysterectomy as a definitive solution to the pain and suffering. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe abdominal pain and cramping. She underwent a partial hysterectomy to have the coils removed, approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. Consumers medical history and concomitant conditions were not reported. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain and cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("excessive menstrual bleeding / prolonged periods"), back pain ("back pain"), dyspareunia ("pain during intercourse") and alopecia ("hair loss"). On an unknown date, the patient experienced weight increased ("I had just lost a bunch of weight too and now its back and then some"). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-jan-2018: event weight gain added legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and cramping') in a 40-year-old female patient who had essure (batch no. A22178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included multigravida and parity. Concurrent conditions included vaginal odour, fibroids, dizziness, hemorrhoids, headache, sinus disorder, painful urination and frequency urinary. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), 1 year 1 month after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("excessive menstrual bleeding / prolonged periods/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient was found to have weight increased ("I had just lost a bunch of weight too and now its back and then some"). The patient was treated with fluconazole (diflucan), metronidazole (flagyl), nsaid's and surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain and weight increased outcome was unknown, the alopecia had not resolved and the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain, pelvic pain, dyspareunia, dysmenorrhea and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain and cramping") in a 40-year-old female patient who had essure (batch no. A22178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("excessive menstrual bleeding / prolonged periods/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced weight increased ("I had just lost a bunch of weight too and now its back and then some"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain and weight increased outcome was unknown, the alopecia had not resolved and the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal, menorrhagia), pain and vaginal discharge. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain and cramping") in a 40-year-old female patient who had essure (batch no. A22178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's past medical history included multigravida and parity. Concurrent conditions included vaginal odour, fibroids, dizziness, hemorrhoids, headache, sinus disorder, painful urination and frequency urinary. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("excessive menstrual bleeding / prolonged periods/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced weight increased ("I had just lost a bunch of weight too and now its back and then some"). The patient was treated with nsaid's, metronidazole (flagyl), fluconazole (diflucan) and surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain and weight increased outcome was unknown, the alopecia had not resolved and the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain, pelvic pain, dyspareunia, dysmenorrhea and back pain. Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received- new event did not underwent for essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.